Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident hemispherical cluster 56mm; cat#502-01-56f; lot#unknown; 6.5 cancellous bone screw 35mm; cat#2030-6535-1; lot#unknown; 6.5 cancellous bone screw 30mm; cat#2030-6530-1; lot#unknown; alumina v40-femoral head 32mm, +0mm nk; cat#6565-0-132; lot#unknown; unknown size 6 tmzf stem; cat#unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As per review of medical records: "on (B)(6) 2008 a right arthroscopic iliopsoas release was performed for a diagnosis of iliopsoas tendinitis, the tendon was released in the lesser trochanter by uncomplicated surgery performed under general anesthesia. This pi is for arthroscopic iliopsoas release.

Manufacturer narrative:
An event regarding patient factors involving an unknown trident liner was reported. The event was confirmed by clinicians review. Method & results: product evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned for analysis as it remains implanted. Clinician review: "on (B)(6) 2007 he underwent a right total hip arthroplasty.[...] On (B)(6) 2008 a right arthroscopic iliopsoas release was performed for a diagnosis of iliopsoas tendinitis. The tendon was released in the lesser trochanter by uncomplicated surgery performed under general anesthesia.[...]". Product history review: a review of the product history records could not be performed as the device lot number is unknown. Complaint history review: a complaint history review could not be performed as the lot number is unknown. Conclusions: the event was confirmed as per clinicians review. A reviewed of provided medical records by consultant clinician revealed that, "on (B)(6) 2007 he underwent a right total hip arthroplasty.[...] On (B)(6) 2008 a right arthroscopic iliopsoas release was performed for a diagnosis of iliopsoas tendinitis. The tendon was released in the lesser trochanter by uncomplicated surgery performed under general anesthesia.[...] In this complicated case of a multiple operated upon right hip there is no evidence of prosthetic design, manufacturing, or material factors causing the persistent symptoms. The trochanteric bursitis was unrelated and the iliopsoas tendinitis may have been caused by anterior overlap of the acetabular shell, which at revision was described as being repositioned in more anteversion and less abduction. The metallic transfer marks, as well as the description of "neck impingement ... On the cup", could also relate to acetabular position and resultant subluxation. There was no radiographic evidence of failure of fixation and the question of persistent infection was never completely resolved in the documents reviewed and could account for the continued symptomology. Examination of the explanted components would be helpful to further analyze this case." No further investigation for this event is possible. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per review of medical records: "on (B)(6) 2008 a right arthroscopic iliopsoas release was performed for a diagnosis of iliopsoas tendinitis, the tendon was released in the lesser trochanter by uncomplicated surgery performed under general anesthesia. This pi is for arthroscopic iliopsoas release.